Event description:
This device was later explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,000 ohms. The lead was explanted and successfully replaced. A lead fracture was suspected, however, the lead was not returned for reliability analysis. No adverse patient effects were reported during the procedure. The device remains implanted.